Event description:
It was reported that bd precisionglide¿ needle had the needle and syringe separate and leaked. The following information was provided by the initial reporter: " when administering sq injection, needle separated from the syringe and pt. Did not receive any of the medication which dispensed around the needle above the skin. "

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # mw5106066. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305122 and lot number 0321026. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.